Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10 device identifier: (B)(4). Product identifier: (B)(4). The device was not retuned for evaluation therefore the failure analysis and determination of rootcause was not possible. The device history record (DHR) documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint could not be verified. Based on the customer reported failure ¿did not pass and vibration alarm was triggered¿ its possible this complaint was as a result of transducer delamination. However, without testing it is not possible to verify.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3006697299-2020-00088 and 3006697299-2020-00089.

Event description:
This is 3 of 3 reports. A customer reported that the c2602 cusa excel 36khz straight handpiece failed and did not pass the 100% vibration test during a procedure on (B)(6) 2020. After surgery, the handpiece was tested again using two (2) different consoles and had the same result. Another cusa console was used but had the same result. There was no problem with the console but the handpiece there was a delay in surgery (time unspecified) due to the inability to use the cusa. With no further delay problems with the patient. Surgery continued without the cusa. There was no patient injury or adverse consequence reported.